Event description:
It was reported that a patient presented with premature battery depletion on their implantable cardiac monitor. No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.